Manufacturer narrative:
Plant investigation: the alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A serial number search in the complaint system found no complaint issues with the same symptom code within 90 days of the notified date of the alleged event. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s adverse event of inguinal hernia requiring surgical repair. Hernias are a well-known potential complication of pd therapy. Increased intra-abdominal pressure during peritoneal dialysis due to the dialysate can create or exacerbate pre-existing weaknesses in the supporting abdominal wall structures, and the surgical introduction of the pd catheter also increases the risk of hernia formation. Therefore, a possible causal association exists between ccpd therapy with the liberty select cycler and the patient¿s inguinal hernia. However, there is no documentation or evidence to support the liberty select cycler malfunctioned in any way causing the patient¿s inguinal hernia.

Event description:
It was reported a male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) underwent surgery (unspecified) approximately one month ago, and was performing continuous ambulatory peritoneal dialysis (capd) for three weeks. During follow-up, the pdrn reported the patient underwent elective inguinal hernia surgery (exact date unknown). The pdrn was uncertain if the inguinal hernia was a preexisting condition, or if pd therapy caused or contributed to the event. Reportedly the patient has recovered from the surgery, and resumed treatment on the liberty select cycler without issue. No additional information is available at the time of this investigation.